Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to the customer reported low battery which was reproduced by troubleshooting the device. A review of the event history log identified battery low messages. Visual inspection found damaged alternating current power adapter which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, experienced low battery. The reported problem was found in the general patient ward department during delivery (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.